Event description:
The customer tested his blood glucose using 2 breeze2 meters. He received readings of 179, 181 and 168 mg/dl on one meter and 64 and 97 mg/dl on the other meter. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Control tests performed during the call fell within the normal control range, so no product will be returned. The meters were replaced at the customer's insistence.